Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was a leak on the junction of the venous (blue) extension tube and bifurcate. A small cut was found on the product where the leak was observed. The catheter was changed to resolve the issue and as the intervention/treatment required for the leakage. There was no blood loss and blood transfusion was not required. Nothing unusual was observed on the device prior to use, there was no other product utilized with the device and there was no medical intervention done to the patient. The catheter was not repaired, tego was not utilized, there was no luer adapter issue, alcohol and betadine was used to treat the insertion site prior to product placement. There was no any patient symptoms or complications associated with this event, the clamps were not moved to a new location after each treatment, betadine and 70% alcohol were used as the cleaning agent to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying the ointment to the area. There was no reported patient injury.

Event description:
According to the reporter, during use, there was a leak on the junction of the venous (blue) extension tube and bifurcate. A small cut was found on the product where the leak was observed. The catheter was changed to resolve the issue and as the intervention/treatment required for the leakage. There was no blood loss and blood transfusion was not required. Nothing unusual was observed on the device prior to use, there was no other product utilized with the device and there was no medical intervention done to the patient. The catheter was not repaired, tego was not utilized, there was no luer adapter issue, alcohol and betadine was used to treat the insertion site prior to product placement. There were no other patient symptoms or complications associated with this event, the clamps were not moved to a new location after each treatment, betadine and 70% alcohol were used as the cleaning agent to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying the ointment to the area. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was a cut in the extension tube which led to a leak. It was reported that there was a leak or hole on the extension tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the device made contact with a sharp surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: inspect the catheter frequently for nicks, scrapes, cuts, etc. Which could impair performance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.